Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred when the patient was undergoing diagnosis, which was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment did not power on after the electrical power outage occurred at the hospital. Upon troubleshooting, fse found that the equipment was located under a location that was not connected to the internal ups (uninterruptible power supply) of a phase. Because of this, the system was impacted by the power outage. To resolve the issue, fse performed full software recharge, reconfigured and verified correct operations of the equipment. After that, the system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.